Event description:
During the eval of a returned colleague infusion pump (uim software version 5.03.00/unremediated), a stuck stop key was discovered on the channel c pump head module (phm) keypad. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
(B) (4). This device is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info know by the rptr at this time.